Event description:
The customer reported the ventilator failed the backup battery test after preventive maintenance. The device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) replaced the backup battery to address the reported problem. Final applicable testing was performed per operating specifications. Power failure due to loss of ac or battery power may result in shutdown of device during normal ventilation operation. Proper care, maintenance and testing should be performed when using battery power sources.